Event description:
Baxter received a report from a baxter technician stating the bed was moving by itself. The bed was located at the account. There was no patient/user injury reported.

Manufacturer narrative:
The baxter technician found the head motor and the foot controls needed to be replaced. Per the hillrom user manual: to install the pendant into the siderail 1. Position the pendant next to the opening in the intermediate siderail or head-end siderail, depending on the cable length. 2. Insert the top edge of the pendant into the siderail so it engages the upper section of the siderail. 3. Rotate the lower edge of the pendant in until it clicks into position inside the siderail. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. A search of the baxter maintenance records did not showed baxter performed any preventive maintenance on this bed on. It is unknown if the facility performed any other preventive maintenance on this bed. The technician replaced the head motor and the foot controls. Based on this information, no further action is required.